Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for evaluation. Based on the information received, the root cause of the reported event could not be determined.

Event description:
It was reported the head of the screw broke during surgery. No other information was provided. Attempts to obtain further information have been made to no avail.